Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2026 at 09:21, a nurse was giving a patient an infusion when blood leaked out of the needle shank tubing, immediately removed the introducer needle, obtained the patient's understanding, replaced the indwelling needle and re-punctured it, and reported it to the purchasing office.